Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had short periods of noise resulting in an inappropriate mode switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.